Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm epic valve was chosen for implant. During the procedure, at the time of implant, one of the leaflets was loose. Post-implant, the valve was tested and a leak was detected in the valve. The patient will likely have re-intervention. No patient consequences were reported.

Manufacturer narrative:
An event of a leaflet being bent at the time of implant, regurgitation, and replacement of the valve after about two and a half months was reported. The investigation found that cusp 2 contained perforations at the free-edge of the valve. There was no acute inflammation or significant calcifications present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery, and may result from increased operational stress, biological factors including tissue degeneration as well as implant related technical factors. Histological examination did not demonstrate loss of collagen at the sites of the perforation. The cause of the perforation could not be conclusively determined. The perforations noted could have contributed to the reported regurgitation.

Event description:
It was reported that on (B)(6) 2022, a 25mm epic valve was chosen for implant. During the procedure, at the time of implant, one of the leaflets was loose. Post-implant, the valve was tested and a leak was detected in the valve. The patient will likely have re-intervention. No patient consequences were reported. Subsequent to the initially filed report, the following information was received that the leaflet was bent. 3 days post implant, the leak was determined to be moderate to important. On (B)(6) 2023, the device was explanted and replaced with an unknown device. Subsequent to the initially filed report, the following information was received that the patient did not present with any symptoms. The epic valve was explanted due to failure of the prothesis that lead to an increase in the aortic transvalvular gradient, an increase in the ventricular cavity, and a greater effort of the heart muscle. The replacement valve that was implanted in an emergency procedure was a 23mm sjm regent heart valve. The patient was reportedly undergoing surgical recovery, in good condition and undergoing cardiological follow-up.

Manufacturer narrative:
An event of regurgitation post-implant and a loose leaflet was reported. A returned device assessment, to see if there were any valve abnormalities, could not be performed as the device was not returned for analysis. The device history record could not be reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including functional testing prior to release form abbott. However, it is note worthy that the free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. Based on the limited information associated with this complaint, the exact cause of the observed intra-operative valvular regurgitation cannot be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received that the leaflet was bent. 3 days post implant, the leak was determined to be moderate to important. On (B)(6) 2023, the device was explanted and replaced with an unknown device. No additional information was provided.

Manufacturer narrative:
Additional information: b1, b2, b5, d4, d6b, e1, g3, h1, h2, h6na.

Manufacturer narrative:
An event of regurgitation post-implant and a loose leaflet was reported. A returned device assessment, to see if there were any valve abnormalities, could not be performed as the device remains implanted and was not returned for analysis. The device history record could not be reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including functional testing prior to release form abbott. However, it is note worthy that the free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. Based on the limited information associated with this complaint, the exact cause of the observed intra-operative valvular regurgitation cannot be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received that the leaflet was bent. 3 days post implant, the leak was determined to be moderate to important. On (B)(6) 2023, the device was explanted and replaced with an unknown device. Subsequent to the initially filed report, the following information was received that the patient did not present with any symptoms. The epic valve was explanted due to failure of the prothesis that lead to an increase in the aortic transvalvular gradient, an increase in the ventricular cavity, and a greater effort of the heart muscle. The replacement valve that was implanted in an emergency procedure was a 23mm sjm regent heart valve. The patient was reportedly undergoing surgical recovery, in good condition and undergoing cardiological follow-up.